Event description:
It was reported that the pump alarms air-in-line frequently. The clinician reportedly did a "workaround" by pulling the "pumping segment up, and by stretching the tubing..." And "it resolved air in line alerts." Bd representative provided education to the clinician by reviewing the priming, loading, cleaning air in line sensor with water, sending to biomed if troubleshooting fails. There was patient involvement but impact is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
It was reported that the pump alarms air-in-line frequently. The clinician reportedly did a "work-around" by pulling the "pumping segment up, and by stretching the tubing..." And "it resolved air in line alerts." Bd representative provided education to the clinician by reviewing the priming, loading, cleaning air in line sensor with water, sending to biomed if troubleshooting fails. There was patient involvement but impact is unknown.